Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged headache, sinus infection, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, sinus infection, nasal irritation, sore throat. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer visually inspected the external part of the device and found no signs of contamination of the device. The manufacturer visually inspected the device internally and showed that there were signs of water ingress on the blower motor as well in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a sign of water ingress and no contamination were observed and are consistent with being from an external source. Section h6 were updated in this report.

Manufacturer narrative:
In the previous report, section h6 was incorrect, which has been corrected in this report.